Event description:
Attached electric handcycle to wheelchair to test item. Was stopped and reached to pick up something off ground and whole wheelchair fell over. I have picked up stuff off the ground from wheelchair but it has never fallen over. The electric handcycle makes wheelchair balance unsteady and is dangerous product. Purchased this item: https://mobility4less.com/electric-wheelchair-cycle/.